Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during clamping of the patient aorta, this pair of evergrip inserts did not hold and fell off. This caused the clamps spike to perforate the aortic wall, leading to patient minimal blood loss. This aortic perforation was fixed with a surgical suture of about 0.5x0.5 cm. The inserts could be retrieved with no need of additional intervention. No further patient consequences were reported. The inserts were available for evaluation.

Manufacturer narrative:
Added information to section h6 (type of investigation) updated section d9, h6 (component code), h6 (impact code), h6 (investigation findings) and h6 (investigations conclusions). Finally, no device was available for evaluation as it was not retained by the customer. Without return of the product, a complete investigation of the reported event is unable to be performed. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Further investigation was performed at the manufacturing site. As part of the device manufacturing, before the molding process, the ribs component of the insert are inspected to ensure it is straight and that the pins are inserted into the holes and aligned. After molding process the units are inspected to verify the ribs of the inserts are not folded. In a sampling process units are visually inspected to ensure they are free from curvatures and appear straight and a second inspection is performed using a hemostat to verify the inserts fit along the entire hemostat, fit securely without shifting or falling off, ensuring a stable and consistent fit.